Manufacturer narrative:
Remains implanted.

Event description:
It was reported that during an endovascular procedure the subject flow diverting stent was successfully implanted. Six months post procedure physician noticed deformation at the distal end of the subject flow diverting stent. There was no intimal hyperplasia notice during the follow-up. The patient was asymptomatic no additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent tapering'.

Event description:
It was reported that during an endovascular procedure the subject flow diverting stent was successfully implanted. Six months post procedure physician noticed deformation at the distal end of the subject flow diverting stent. There was no intimal hyperplasia notice during the follow-up. The patient was asymptomatic no additional information available.